Manufacturer narrative:
Results of investigation: the device, intended for used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is chipped, damaged and has signs of wear and tear from use. According to clinical/medical investigation , a picture of the chipped chisel was provided and no further information has been forthcoming. I is still unknown what type of procedure was being preformed and if the chip fell into the patient or if all chips were recovered. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The device was manufactured in 2011. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints . At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.

Event description:
It was reported that during surgery the box chisel end chipped during use in case. It was inside the patient. It is unknown how was the procedure completed.